Event description:
Additional information received reported that the patient had surgical pocket revision on (B)(6) 2013 because the pump was flippingin the pocket. The patient had another surgery scheduled for (B)(6) 2013 to move the pump from the patient¿s right to left side because it continued to flip. The patient had a ¿big cavity on the right side¿ and the pump moved ¿back and forth¿ from its original placement. It was reported that the patient had her left leg and hip were amputated and was unsure if her body could accommodate the pump placed on her left side.

Event description:
The following previously reported information no longer applies to this event: the patient had another surgery scheduled for (B)(6) 2013 to move the pump from the patient¿s right to left side because it continued to flip. The patient had a ¿big cavity on the right side¿ and the pump moved ¿back and forth¿ from its original placement. It was reported that the patient had her left leg and hip were amputated and was unsure if her body could accommodate the pump placed on her left side. Additional information was received and it was reported that the patient¿s new pump was larger than her prior 20 ml pump; the 40ml pump was too big for the patient. The patient¿s surgery previously scheduled for (B)(6) 2013 was put on hold because her managing physician was no longer seeing pump patients. The patient was looking for a new pump managing physician. The next pump refill was due (B)(6) 2013. The patient was experiencing withdrawal. Please see manufacturer report #3004209178-2013-15659 for information regarding issues after pump revision on 5/20/2013.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l64339, implanted: (B)(6) 1999. Product type: catheter: product ID 8590-1, lot# n366588, implanted: (B)(6) 2013. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient¿s new pump was larger than her prior 20 ml pump; the 40ml pump was too big for the patient. The patient¿s surgery previously scheduled for (B)(6) 2013 was put on hold because her managing physician was no longer seeing pump patients. The patient was looking for a new pump managing physician. The next pump refill was due (B)(6) 2013. The patient was experiencing withdrawal. Her prior pump had been delivering 17.75 mg of dilaudid per day. Following implant of the current pump her dose was 0.2 mg/day of dilaudid and she was now up to 1.75 mg/day.

Event description:
It was reported that the patient¿s pump was broken loose and flipped around inside the patient¿s body. It had been going upside down for about three weeks. It was also indicated that patient was scheduled for surgery in five days from the day of the report. No patient symptoms or injuries were reported. Additional information has been requested; however was not yet available as of the date of report. The pump was being used to deliver dilaudid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).